Event description:
It was reported that the device reached the elective replacement indicator prematurely due to high battery impedance. It was further reported by the patient that the pacemaker "cut off." The "battery was fine" and four days later the heart was fluttering and was told the pacemaker "cut off." It was tested in the emergency room (ER) and the patient was transported by ambulance to have the pacemaker replaced. The patient also reported "mild congestive heart failure" and doesn't know if that was from the "faulty pacemaker." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as elective replacement indicator (eri) due to high battery impedance was logged on (B)(4)-2011, prior to explant. Ramware version 8 installed on (B)(4)-2011. Additionally, high battery impedance lead to eri.

Event description:
It was reported that the device reached the elective replacement indicator prematurely due to high battery impedance. The device was explanted and replaced. No patient complications were reported as a result of this event.